Manufacturer narrative:
Continued e1 phone number: (B)(6). Continued d4 available device reference: (B)(4). The reported events of capsular contracture, seroma, and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture, capsular contracture, baker grade IV, periprosthetic effusion with breast volume increase diagnosed via ultrasound and MRI, and markers cd30+ and alk- for anaplastic large cell lymphoma (alcl).

Event description:
Healthcare professional reported left side intracapsular rupture, capsular contracture, baker grade IV, and periprosthetic effusion with breast volume increase diagnosed via ultrasound and MRI. The periprosethic effusion was drained and the fluid sent for immunohistochemical analysis which found markers cd30+ and alk- for anaplastic large cell lymphoma (alcl). The device has been explanted with a complete capsulectomy. The capsule was sent for anatomopathological analysis which confirmed the finding of alk- alcl with a discreet superficial infiltration of the capsule. Device has been explanted. A total capsulectomy was performed.